Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the issue is that they would not open the head of the pen so that the insulin would flow out. I thought that the pens were bad so I contacted that manufacture, well it is the needles causing the problem. After pushing to hard to inject the insulin I broke 4 pens. Comments: I have had several of the needles that are defective. At first I thought it was the pen but no its the needles. They do not always allow the insulin to leave the pen. I have the label so I can send additional info.

Manufacturer narrative:
No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm 100 count. The medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the issue is that they would not open the head of the pen so that the insulin would flow out. I thought that the pens were bad so I contacted that manufacture, well it is the needles causing the problem. After pushing to hard to inject the insulin I broke 4 pens. Comments: I have had several of the needles that are defective. At first I thought it was the pen but no its the needles. They do not always allow the insulin to leave the pen. I have the label so I can send additional info.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.